Event description:
Collapsed, hypoglycaemic 3.3 mmols/l [hypoglycaemia]. Has given 30 units of novorapid, suspected to have overdosed [overdose]. Re-call dose advisor does not appear to be working correctly [device information output issue]. Given a 15 unit dose but the pen is saying 20 and 22.5 units [incorrect dose administered by device]. Case description: this serious spontaneous case from the (B)(6) was reported by a health care professional nos as "collapsed, hypoglycaemic 3.3 mmols/l" beginning on (B)(6) 2018, "has given 30 units of novorapid, suspected to have overdosed" beginning on (B)(6) 2018, "re-call dose advisor does not appear to be working correctly" with an unspecified onset date, "given a 15 unit dose but the pen is saying 20 or 22.5 units" with an unspecified onset date and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from an unknown start date due to "diabetes mellitus", novorapid penfill (insulin aspart) from (B)(6) 2017 due to "diabetes mellitus" (regimen 1: unknown dose and frequency, regimen 2: novopen echo showed that she had given 30 units of novorapid, regimen 3: 15 units, but pen is saying 20 units). Patient's height, weight and body mass index was not reported. Medical history included diabetes mellitus. (Type and duration not reported). Concomitant products included - tresiba (insulin degludec). It was reported that since an unknown date, there was a problem with the recording device of the pen. On (B)(6) 2018, the patient was hospitalised due to collapsing while attending an outpatients diabetes appointment which was believed to be due to an overdose (it was currently unsure whether patient actually took a 30 units overdose or whether the pen reporting feature was faulty). Patient was admitted to the hospital for several hours. On (B)(6) 2018, the patient was hypoglycaemic with blood glucose of 3.3 mmols/l and was given oral hypo treatments which recovered blood glucose to a normal level. On (B)(6) 2018, the patient was admitted for observation and when checked, novopen echo showed that patient had given 30 units of novorapid with lunch earlier that afternoon. The patient denied having done this. When the pen was tested the recording function appeared to be working correctly. However, the ward staff gave 15 units of novorapid with dinner and was checked by 2 staff nurses and a student nurse. The pen recording function however suggested that they had given 20 units. The pen has then tested again by pretending to give 15 units but the recording function suggested it to have given 22.5 units. It was reported that the pen does not appear to be working correctly as dose advisor says 22.5 units were given only when 15 were administered. For this reason it could not be determined whether the patient had actually taken 30 units or whether this was an error with the pen. Needle used was reported as bd needles. The patient changed needle after each injection and did not store the device with the needle attached. Action taken to novorapid penfill was not reported. Action taken to novopen echo (insulin delivery device) was not reported. The outcome for the event "collapsed, hypoglycaemic 3.3 mmols/l" was recovered. The outcome for the event "has given 30 units of novorapid, suspected to have overdosed" was unknown. The outcome for the event "re-call dose advisor does not appear to be working correctly" was unknown. The outcome for the event "given a 15 unit dose but the pen is saying 20 or 22.5 units" was unknown. Company comments: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid (insulin aspart).

Event description:
Case description: on (B)(6) 2018, correction was performed. Since last submission, the case has been corrected with the following: date received by manufacturer.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) collapsed, hypoglycaemic 3.3mmols/l, apparent loss of consciousness briefly [hypoglycaemic unconsciousness] has given 30 units of novorapid, suspected to have overdosed [overdose] re-call dose advisor does not appear to be working correctly [device information output issue] given a 15 unit dose but the pen is saying 20 and 22.5 units [incorrect dose administered by device] case description: this serious spontaneous case from the united kingdom was reported by a health care professional as "collapsed, hypoglycaemic 3.3mmols/l, apparent loss of consciousness briefly" beginning on 06-apr-2018, "has given 30 units of novorapid, suspected to have overdosed" beginning on (B)(6)2018 , "re-call dose advisor does not appear to be working correctly" with an unspecified onset date, "given a 15 unit dose but the pen is saying 20 and 22.5 units" with an unspecified onset date, and concerned a 13 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", novorapid penfill (insulin aspart) from mar-2017 due to "type 1 diabetes mellitus", total daily dose: approximately 55 units, carb ratios 1:5 with breakfast, 1:8 with lunch and 1:7 with dinner. Correction 1 unit for 4mmol/l., novorapid penfill regimen #2 route used subcutaneous, novorapid penfill regimen #3 route used subcutaneous patient's weight: 48.1 kg (weight in has been rounded to a whole number due to e-submitter limitation with decimal) patient's bmi: 20. 79 medical history included type 1 diabetes mellitus. (Duration:1 year 2 months) no diabetic complications or relevant medical history was reported. No medical history of hypoglycaemic unawareness was reported. Since an unknown date, the patient was prescribed units of novorapid taken as - carb ratios 1:5 with breakfast, 1:8 with lunch and 1:7 with dinner. Correction 1 unit for 4mmol/l. An apparent loss of consciousness briefly was reported which caused a crash call to be put out and for the patient to be admitted for observation. Patient was admitted to the hospital overnight. It was reported that patient was hypoglycaemic with blood glucose of 3.3mmols/l and was given oral hypo treatments (oral glucose- gluco juice) which recovered blood glucose to a normal level. Diagnosis was reported as hypoglycaemia requiring oral glucose (gluco juice) lasting for around half an hour. The reporter was unable to say the time interval between the last drug administration and start of the event. Needle used was reported as bd needles. The patient changed needle after each injection and did not store the device with the needle attached. Hospitalisation duration was reported as 2 days. The patient was trained by diabetes nurses at diagnosis. The patient had not changed from another pen to current novopen. It was reported that the dialing clicks were not used to estimate the dose of the insulin but the dose was checked by number shown. The duration of use of the device was reported as not sure. Action taken to novorapid penfill was unknown. Action taken to novopen echo (insulin delivery device) was unknown. On (B)(6)2018, the outcome for the event "collapsed, hypoglycaemic 3.3mmols/l" was recovered. The outcome for the event "has given 30 units of novorapid, suspected to have overdosed" was unknown. The outcome for the event "re-call dose advisor does not appear to be working correctly" was unknown. The outcome for the event "given a 15 unit dose but the pen is saying 20 or 22.5 units" was unknown. Investigation results novopen echo® - batch fvg8998-1 visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The memory display mirrored all expelled dose sizes selected by random correctly. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. In the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; - - after the dose button was fully depressed. This indicates that a dose larger than 30 units was selected. This happens if a new dose is selected before the push-button has been depressed fully in the previous injection. The fault has no impact on the mechanical function of the pen. The fault is caused by accidental misuse of the device. Furthermore, it was revealed that the electronic display has shown two lines; - - after the dose button was fully depressed. This is because the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes before the entire dose was fully delivered. The two lines in the display is a normal function of the pen to warn the user of not recommended user behaviour. The observed problem is caused by unintended use of the device. Also, the memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections. After the injection to follow the attempted injection the pen will function as normal again, if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. Based on this investigation the memory display has no defects. If the user at a time selected a dose, with or without an insulin cartridge mounted, and depressed the dose button, but not all the way to zero, the pen did not register the end of the dose position of the pen mechanism. The end of dose will only be registered when the dose button is fully depressed to zero and the end of dose click is heard. If the user experienced the memory display showing 22,5 units after injecting 15 units, the user may have depressed a pre-selected dose a distance which equals 7,5 units without depressing the dose button fully and then immediately afterwards selected and injected 15 units, which were then added to the 7,5 units in the pen memory. The pen memory would then add the 7,5 first units where the dose button was not fully depressed to the actual dose of 15 units after which the dose button was fully depressed to zero, and then show a total of 22,5 units delivered. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Investigation results novorapid® penfill® 3 ml, batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the below information - investigation result updated. - manufacturer comment updated. - patient's weight and body mass index updated. - event description updated in the narrative. - hospitalization duration updated. - event coding changed from hypoglycaemia to "hypoglycaemic unconsciousness" - event stop date of 'collapsed, hypoglycaemic 3.3mmols/l' added. - action taken to both the suspects updated from not reported to unknown. - reporter's comment updated. - type and duration of diabetes updated. - novorapid dosage regimen updated. - novopen echo expiration date - narrative updated accordingly manufacturer's comment/company comment: (B)(6)2018:the returned device novopen echo was examined and in the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; - - after the dose button was fully depressed. This indicates that a dose larger than 30 units was selected. This happens if a new dose is selected before the push-button has been depressed fully in the previous injection. The fault has no impact on the mechanical function of the pen.the fault is caused by accidental misuse of the device.also, the memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections.the observed problem is caused by unintended use of the device.hence the observed problem has occurred after the product left novo nordisk due to usage issue/error and it is not possible to find similar incidents to the one reported in argus case 595343. In this case the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid (insulin aspart). Reporter comment: hcp: it was also reported that the potentially the patient was fabricating the severe hypo or overdosing on purpose. Unsure if patient believes she fell collapsed and became unconscious but was conscious when found by the staff. H3 continued: evaluation summary novopen echo® , batch fvg8998-1 the batch documentation was reviewed no abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found.inv-0401936:the electronic register was checked. The register showed mitigation codes. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The memory display mirrored all expelled dose sizes selected by random correctly. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. In the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; - - after the dose button was fully depressed. This indicates that a dose larger than 30 units was selected. This happens if a new dose is selected before the push-button has been depressed fully in the previous injection. The fault has no impact on the mechanical function of the pen. The fault is caused by accidental misuse of the device. In the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; - - after the dose button was fully depressed. This is because the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes before the entire dose was fully delivered. The two lines in the display is a normal function of the pen to warn the user of not recommended user behaviour. The observed problem is caused by unintended use of the device. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections. After the injection to follow the attempted injection the pen will function as normal again, if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device and based on the investigation the memory display has no defects. If the user at a time selected a dose, with or without an insulin cartridge mounted, and depressed the dose button, but not all the way to zero, the pen did not register the end of the dose position of the pen mechanism. The end of dose will only be registered when the dose button is fully depressed to zero and the end of dose click is heard. If the user experienced the memory display showing 22.5 units after injecting 15 units, the user may have depressed a pre-selected dose a distance which equals 7.5 units without depressing the dose button fully and then immediately afterwards selected and injected 15 units, which were then added to the 7.5 units in the pen memory. The pen memory would then add the 7.5 first units where the dose button was not fully depressed to the actual dose of 15 units after which the dose button was fully depressed to zero, and then show a total of 22.5 units delivered. During examination/test of the product it has not been possible to detect any irregularities and the product was found work normally.